Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). The user facility biomed has determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that during pre-use checks the device went inop. There was no report of patient involvement.